Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 100% stenosed lesion was located in the severely calcified and moderately tortuous proximal left anterior descending artery. A mach1 guide catheter was used. The physician advanced the 1.5x8mm apex push monorail balloon catheter to the lesion. On the first inflation the balloon was inflated to 14 atmospheres for 30 seconds, however, the lesion was not dilated well. On the second inflation the balloon ruptured at 14 atmospheres. The balloon was removed intact. The procedure was completed with a different device. The patient status is listed as good with no complications reported. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.